Event description:
The user facility reported a patient on central venoarterial extracorporeal membrane oxygenation (va ECMO) plus impella 5.5, had a redo mitral valve replacement. The patient went for decannulation of va ECMO and chest closure. The right ventricle looked decent on the transesophageal echocardiogram. The doctor placed an impella rp flex to bridge her through closing the chest as he has dealt with many right ventricles that decompensate after chest closure. Va ECMO was removed. Swan and introducer were removed. Heparin was given and activated clotting time was 270. A new stick to right internal jugular was performed and an impella rp flex was placed under fluoroscopy and transesophageal echocardiogram guidance. The case went well. Upon returning to the unit, the patient started having coagulopathy, urine turned tea colored, and labs were hemolyzing. Two rounds of blood products were administered and protamine. The patient was taken back for a washout and looked for bleeding. No specific bleed was found, just generalized bleeding everywhere instead of the chest. The inlet of the impella rp flex was in the superior vena cava and outlet was three centimeters beyond the pulmonic valve. It was not thought to be a positioning problem from the impella rp flex. The impella rp flex never had suction either. Three hours later, the patient was taken back for washout again. The patient continued to bleed from the chest tubes and stopped making urine. The impella rp flex site was not bleeding. Four hours after the second washout, the surgeon removed the impella rp flex. There was no other changes that the medical doctor could think of that was leading to this generalized bleeding and the patient¿s labs showed gross hemolysis. The impella rp flex was removed. Overnight, the bleeding stopped, and labs stopped hemolyzing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation was completed. There was no product returned. Clinical reports lab hemolyzing during support which resolved after explant. Clinical confirmed good positioning via imaging with no patient anatomic abnormalities. Blood products given with no resolution. The data logs show a motor current spike with speed deviation and shift in placement signal about 5 minutes after pump activation. There was also a drop in pump flow and purge flow with a rise in purge pressure. Later on, during support, there was another ingestion pattern observed. The root cause of the hemolysis was most likely biomaterial as evidenced by the ingestion pattern observed soon after pump activation before reported hemolyzing. Vascular damage - peripheral vessel: the root cause of the vascular damage - peripheral vessel was not determined as insufficient information related to failure was provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details.